Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure involving a farawave nav catheter, faradrive sheath, and a versacross connect access solution. During the procedure, the user mentioned that after transseptal accessed was achieved, the patient was noted to have a pericardial effusion. Pericardiocentesis was performed and continuation of the ablation procedure was canceled. The patient was admitted to hospital beyond the standard of care. The event was not related to a device malfunction. The device is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Functional evaluation of the sheath observed a successful deflection as the steering knob was able to rotate and engage the deflection mechanism. Based on the provided information and the analysis of the returned sheath, the faradrive device did not have any abnormalities or defects that could have contributed to the adverse event related to this procedure. Pericardial effusion is considered an expected procedural complication that is accounted in the faradrive IFU.

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure involving a farawave nav catheter, faradrive sheath, and a versacross connect access solution. During the procedure, the user mentioned that after transseptal accessed was achieved, the patient was noted to have a pericardial effusion. Pericardiocentesis was performed and continuation of the ablation procedure was canceled. The patient was admitted to hospital beyond the standard of care. The event was not related to a device malfunction. The device is expected to be returned for analysis.